Manufacturer narrative:
(B)(4). Date of event: the occurrence date is unknown in (B)(6). (B)(6). Three actual folfusor units were received for evaluation. A visual inspection was performed and noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened red luer cap. The red luer cap is not a baxter product. A functional leak test was subsequently performed by filling the units with green colored water. After fill, the red luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the units were being monitored until the next day. The next day, no signs of leak were observed at the red luer cap. Baxter¿s blue winged luer cap was also tested on the units and no signs of leak were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a leak was identified from a small volume folfusor after preparation with 5fu and 3ml of nacl. Fill volume was 96ml. The customer reported that they used a non-baxter vygon red luer cap. This issue occurred before use. There was no patient involvement. No additional information is available.